Event description:
It was reported that, the customer had poor outcome with the case. The liver was transplanted. Subsequently, it was reported that there was primary nonfunction and liver necrosis. Therefore, the liver was retransplanted on (B)(6) 2025.

Manufacturer narrative:
Investigation is currently pending.

Event description:
It was reported that the liver was transplanted on (B)(6) 2025. The postoperative course was complicated by elevated liver function tests and the patient returned to the operating room on (B)(6) 2025 for exploratory laparotomy. No cause for the worsening liver function was identified. The liver was determined to have primary nonfunction (pnf) and liver necrosis. The patient underwent retransplantation on (B)(6) 2025.

Manufacturer narrative:
A service engineer evaluated the device at the customer site and the device passed all testing. Additionally, device data was reviewed. It was noted that repeated 390 (low hepatic artery flow) messages were seen throughout the perfusion. But, no device malfunction was observed. An independent medical expert concluded that root cause of the low flow code was most likely due to an issue with arterial reconstruction and cannula positioning. However, this could not be concluded definitively due to the information available. B5 updated to include additional event details.